Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Post-op x-rays revealed an arsenal set screw had backed out of position. No revision planned at this time. The arsenal spinal fixation system was originally implanted approximately (B)(6) 2018.